Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified mid-distal right coronary artery (rca). A 3.5x38mm xience skypoint stent was being advanced to the distal portion when resistance with the anatomy was noted when it reached the mid part of the lesion. However, it was then noted that the stent caused a dissection at the beginning of the distal rca. The device was removed and a 3x38mm xience skypoint was able to be implanted at the distal rca without issue and treated the dissection successfully. Then a 3.5x18mm xience skypoint was implanted proximally to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.